Manufacturer narrative:
Reference MFR report # 2916596-2016-01438 for the report of the patient's expiration. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation approximate age of device ¿ 1 year and 6 months. The device will not be returned for evaluation. The pump was not explanted and will not be returned for evaluation. A correlation between the device and the reported infection could not be conclusively determined. Driveline and pump pocket infections are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient experienced recurrent driveline infection. The patient underwent multiple driveline debridement procedures with the first performed on (B)(6) 2014. The patient underwent excisional driveline debridement and wound vacuum assisted closure (vac) placement on (B)(6) 2015 and repeat wound vac placement in (B)(6) 2015. The patient was hospitalized on (B)(6) 2016 for recurrent (B)(6) and involvement of the lvad pocket and outflow graft was observed through a positron emission tomography (pet) scan. Transesophageal echocardiography (tee) was negative for valvular vegetation. The patient was being treated with IV cefazolin. The patient was re-hospitalized on (B)(6) 2016 for recurrent (B)(6) bacteremia despite treatment with IV cefazolin. The patient's antibiotic regimen was altered to include gentamicin. The patient was discharged on IV cefazolin and gentamicin on an unspecified date. The patient subsequently expired on (B)(6) 2016 due to a hemorrhagic stroke.